Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at school, the patient reported feeling dizzy, experiencing a headache, and generally ¿feeling lousy.¿ the teacher noticed the patient¿s condition and escorted him to the school clinic. At the clinic, the dexcom app displayed an estimated glucose value (egv) of 180 mg/dl, but a fingerstick blood glucose (bg) test showed a significantly lower value of 50 mg/dl. The school nurse administered carbohydrates, and the patient¿s symptoms improved within a few minutes. Once the patient¿s bg returned to a normal range, the nurse performed a cgm calibration. However, the parent was unable to recall the specific egv and bg values at the time the patient was discharged from the clinic. At the time of this report, the patient is doing well and experiencing no ongoing symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.